Event description:
Pt brought into dialysis unit as out pt via wheelchair. Suddenly became unresponsive, pulseless and without respiration. The pt was transferred to a flat surface, a code was called & cardiopulmonary resuscitation initiated. The available defibrillator paddles were applied to the chest wall by the intern on call because pt was in ventricular fibrillation. He discharged the paddles prematurely at least twice. Thinking the equipment was malfunctioning, he disconnected the defibrillator & hooked up a second defibrillator. It was later noted that the premature discharge was infact user error. A total of 9 minutes were lost until the ist recorded defibrillation occurred. Because optr was not made aware of the incident for three weeks, they have not been able to ID with accuracy which defibrillator was used. Biomedical evaluated all defibrillators (hewlett packards) and all tested out to be appropriately discharging.